Event description:
It was reported that the programmer required preventative maintenance/repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the display had several broken lines in the touchscreen and the touchscreen did not work correctly. The left keyboard hinge and lower bullets were broken. The upper case was cracked on the left side. The programmer was not repaired as it was no longer serviceable. The programmer was decommissioned. If information is provided in the future, a supplemental report will be issued.